Event description:
It was reported that following the system implant procedure during standard pre-discharge review, it was observed that the right ventricular (rv) lead r-wave measurements had decreased, alongside with increased capture threshold measurements. The physician suspected that the rv lead had dislodged from the implant location and elected to program off tachycardia therapy prior to the patient's discharge. Upon review prior to a repositioning procedure, it was determined that the rv lead measurements were satisfactory and thus surgical intervention would not be required. However, prior to the patient's discharge, they experienced cardiac arrest and passed away. It was confirmed that there were no allegations made against the system in relation to the patient's passing. At this time, the system remains in situ and is not expected to be returned for analysis.

Event description:
It was reported that following the system implant procedure during standard pre-discharge review, it was observed that the right ventricular (rv) lead r-wave measurements had decreased, alongside with increased capture threshold measurements. The physician suspected that the rv lead had dislodged from the implant location and elected to program off tachycardia therapy prior to the patient's discharge. It was stated that a surgical revision procedure to either reposition or explant the rv lead is anticipated to resolve the event, but this has not yet occurred. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.